Manufacturer narrative:
The local factory service rep observed artifact on the device crt while monitoring a simulated ECG. The facility requested, and was provided with, a new replacement device of same model. A subsequent evaluation of the device by the factory observed artifact resulting from intermittent failure of the device pt ECG connector. Except as provided by 21 cfr 803.56, physio-control does not intend to submit add'l info on this event to FDA.

Event description:
Paramedics used the device to monitor a pt through a 4-wire pt cable. Reportedly artifact of unspecified nature was observed on the pt ECG. No add'l details concerning the event were reported.